Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing did not confirm the lamp error message. The video socket was damaged due to mishandling, the scope socket was cracked, capacitors were torn by mishandling, and screws were lost due to incorrect assembly. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that during the first start-up of the device, lamp a (or the main lamp) burned out. The user facility replaced the lamp, but was then getting a lamp error. The user noted that there were remains of the previous bulb inside the socket. As this occurred at installation, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue, a lamp error code, could not be determined. Based on the results of the investigation, the investigation confirmed the lamp does not turn on due to damaged screws. The specific root cause of the damaged screws could not be determined at this time. Olympus will continue to monitor field performance for this device.